Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) displayed a self-check error. The aic was removed from service and returned for evaluation. There was no patient involvement.

Manufacturer narrative:
The investigation into the aic - system self-check error has been completed since the original report was filed. The console was returned and tested after arrival and the failure mode was reproduced so when the console was turned on, it immediately output a system self-check fail. The cause of the aic issue was contamination of a communication line on the pbm.